Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted with resetting the pump by technical support, and the malfunction did not recur. Customer was advised to continue using the pump and to contact support if the issue reoccurs.